Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, two resolute onyx des were implanted in the rca. Approx. 5 weeks post index procedure, total occlusion of left internal carotid artery was reported. The event was related to stroke. The patient was hospitalized and underwent intervention to retrieve an endovascular clot and a stent was placed in the carotid artery. The investigator assessed the event as not related to the index device or antiplatelet medication. The sponsor assessed the event as possibly related to the index device, but not antiplatelet medication. The event is continuing.

Manufacturer narrative:
Additional information: patient recovered. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Cec adjudicated ischemic cva requiring endovascular intervention as stroke, ischemic. If information is provided in the future, a supplemental report will be issued.